Manufacturer narrative:
(B)(4).

Event description:
The returned transmitter was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The reported event of a permanent out of range signal was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015 their receiver had permanent out of range. There was no report of injury or medical intervention. No additional event or patient information is available. The complaint receiver was not returned to dexcom. However, the transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5201911), being used with the complaint receiver, was returned on (B)(6) 2015. An evaluation of the transmitter had been started but had not been completed. A follow-up report will be submitted once the evaluation is complete.